Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.86mm. The grips were not found to be cracked. Additional related observation(s): the instrument was found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.